Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced a low blood glucose event during sleep and stated that the ilet did not provide an audible or visual low-glucose alert at the time, with the notification only seen later in the device history. Symptoms included hypoglycemia with autonomic warning signs that prompted self-treatment. Outcomes included self-management with oral glucose without assistance and no hospitalization. Investigation included complaint intake, user follow-up attempts, and review of device use and alert history as reported. Investigation of this case revealed that the cause of the hypoglycemia and the missed alert could not be determined based on available information. It was concluded that the event involved hypoglycemia with unclear cause and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.